Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant procedure the patient presented with chest pain, possible micro perforation and pericardial effusion. The right atrial (ra) lead was repositioned from lateral appendage to septal appendage and remains in use. No further patient complications have been reported as a result of this event.